Manufacturer narrative:
(B)(4) of meter received differs by one character from (B)(4) of meter listed in the initial report. Investigation was performed on returned meter. The complaint was not confirmed. Meter did power on with button depression. Meter did power on with strip insertion. Blank screen was not observed.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported his freestyle freedom lite blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port resulting on a blank screen. The customer also reported he experienced symptoms of diaphoresis, nausea and "did go out for probably about 20 seconds", as his meter did not work when he attempted to test. The customer reportedly stated his wife gave him orange juice to alleviate his symptoms. No third-party medical intervention was required and the customer reported he did not take any medication to counteract the event. There was no report of death or permanent impairment associated with this event.